Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was being seen routinely in clinic. A previous computed tomography (CT) scan showed concern for an outflow graft (ofg) kink but the account did not suspect that the patient had an ofg kink. Log file review was requested. A review of the log file captured persistent pulsatility index (pi) events from (B)(6) 2020 at 2:26 am to 10:38 am. No other unusual events were noted in the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files did not reveal a device related issue. The customer reported that the patient was in for a routine clinic visit and log files were submitted for review due to a prior CT that resulted in concern of an outflow graft kink. However, it was noted that the vad team did not suspect that there was actually was an outflow graft kink present. The submitted log files showed the pump operating as intended at the set speed of 5400rpm with flow in the 3.4lpm to 4.8lpm range on the date of the log file download. No atypical alarms were captured. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Although it was reported that the customer did not believe the patient¿s outflow graft was kinked, log files were submitted for review due to a prior concern. The surgical procedures section of heartmate 3 lvas IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor section of the IFU explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. No further information was provided. The manufacturer is closing this event.